Event description:
It was reported that the iab was inserted in a pt that was brought to the hosp in full cardiac arrest. Within two hrs of insertion, blood was drawn, and it was noticed to contain some clots. The iab was removed and replaced. There were no pt complications.